Event description:
The customer reported to olympus, the evis exera iii xenon light source air stopped working. The indicator lights for the on/standby and the high/medium/low air pressure were not illuminated but all other indicators were functioning. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch and to provide additional information based on the legal manufacturer's final investigation. Corrected filed: e3 updated fields: h6, h10 h4 device manufacturer date: date of manufacture cannot be determined since the serial number was not provided. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After the procedure ended, the customer obtained another scope and powered down the system, connected the new scope and everything appeared normal. The device is not expected to be returned for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.